Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube window, a cracked reservoir tube lip, and broken battery tube threads.

Event description:
Customer reported that the insulin pump shut off and alarmed compromised force sensor system. Customer stated that he was rewinding the insulin pump and alarmed no reservoir, customer cleared the alarm and prime again and got the same message. Customer placed a full reservoir and the insulin pump alarmed compromised force sensor system during prime. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.